Event description:
Received report of air in system. Customer contact states the problem has occurred several times during the past eight to nine months. Staff now observes for evidence of air and have prevented air injection into the patient. There has been no report of patient harm.